Event description:
Patient seen in clinic on (B)(6) 2020 at which time his lhd was elevated at 585. Tte performed at that time showed a relatively unloaded left ventricle. Urinalysis sent which resulted as normal. Patient admitted (B)(6) 2020 due to an elevated ldh of 756. Heparin drip initiated. Ramp tee done, able to decompress lv with increase in vad speed. Rhc performed, hemodynamics stable. Cardiac morphology CT performed which showed no evidence of a thrombus. Diagnosed with influenza a and treated. Ldh down to 569 on (B)(6) 2020 so patient was discharged to home. Seen in clinic on (B)(6) 2020. Ldh 569. Ramp tte showed there was no lv decompression with an increase in vad speed. Vad waveforms indicate spikes in flows and powers suspicious for thrombus. The patient declined admission in lieu of trying other treatment from the native american community. On (B)(6) 2020, ldh elevated to 930 with occult blood noted in the urine. Patient admitted on (B)(6) 2020 due to hemolysis concerning for pump thrombus. Ldh 861 and plasma free hgb 80 (normal <40). The patient was taken to the operating room for pump exchange on (B)(6) 2020, heartmate ii was removed and a heartmate 3 was implanted. The surgeon noted no active thrombus in the lv with mild pannus in lv which was resected. Surgery went well and the patient is currently recovering on our telemetry unit. Pt on plavix 75 mg qd due to lack of platelet response to aspirin. Py212 level was high on (B)(6) 2020 suggestive of no plavix effect. FDA safety report ID# (B)(4).